Event description:
It was reported that the table on the 2600 system would not boot. No report of pt involvement.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Investigation identified the need to reset the floppy disk. Disk was reseated and the system performed as intended. System was returned to service.